Event description:
The clinic reported that a laser vision correction patient presented with decreased visual acuity in both the eyes three months after treatment. It was stated that the patient's correction had regressed and the patient had not been released from care. It was further stated that the patient needed glasses again because of decreased visual acuity. There was a significant loss of best corrected visual acuity (bcva) reported, right eye to 20/50 from pre-operatively 20/25, and same for the left eye.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.